Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported that the infusion set cannula was broken. When the caller removed the infusion set, they found part of the cannula had broken off and was left under the skin. Event took place on (B)(6) 2025. The patient noticed symptoms three or more hours after insertion. The infusion set was in use for 12 hours. The set was inserted in the upper buttocks. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009397, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009397 was manufactured according to the work instruction (wi) version 117 and manufactured in the line l-6 on 27-sep-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.